Event description:
It was reported that the customer is having power up failures with their pcus and lvp. When users try to turn on pcus that are plugged in and charged, the pcus fail to power on. The facility reported 70-80 keypads failures since 2018. Biomed in the past year has sent many of them back to bd for service and many have been returned with the front case w/ keypad assembly replaced to resolve the issue. The customer confirmed that the failure was noted in biomed, no patient involvement reported.

Manufacturer narrative:
The customer¿s reported complaint of the returned units failing to power on was confirmed on two of the three pcus and on the returned pump module when testing each device. Log analysis results showed no issues or errors associated to keypad or power on failures with the returned devices. An internal inspection of 2 pcus, using enhance magnification, identified fluid ingress which damaged the keypad flex cables. The contamination attributed to a buildup of corrosion on several keypad traces preventing a key(s) response when being pressed. An internal inspection of a third returned pcu identified the power supply board with thermal damage on the c61 capacitor. Testing observed the following results: returned pcu s/n (B)(4) did not power on as a result of a damaged keypad trace (19), inadvertently attributing to an unresponsive system on key. Returned pcu s/n (B)(4) did not exhibit the same issue; however keys 1, 4, 7, s6, clear, silence were unresponsive as a result of damage to the keypad trace (1). Returned pcu s/n (B)(4) did not power on as a results of a failed power supply board, showing thermal damage to the c61 capacitor. Returned pump module was identified with the motor controller fuse (750ma) faulty when test using a digital multimeter. The cause of the blown fuse was not determined. There were no patient involvements. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.